Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles leaked insulin from the hub during use. The following information was provided by the initial reporter: "consumer reported non patient end curved before placement on pen. Unknown amount from this box consumer reported finding when used some needles from this box insulin would leak out at the base of pen/pen needle hub."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles leaked insulin from the hub during use. The following information was provided by the initial reporter: "consumer reported non patient end curved before placement on pen. Unknown amount from this box consumer reported finding when used some needles from this box insulin would leak out at the base of pen/pen needle hub."